Event description:
It was reported that a patient complained of pain from an implanted proximal tibia plate implanted on (B)(6) 2013. During a scheduled examination, the surgeon decided to remove the proximal tibia plate from the healed bone. The surgeon noticed during surgery, the infected area around the proximal section of the plate and screws. The infected area was treated after the removal of the plate and screws on (B)(6) 2013. No extended operative time due to device related reason. Patient outcome was successful. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.